Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the instrument was found to be manufactured approximately 5 years ago and used 1-2 times per week.conclusion: the likely root cause is due to normal wear.

Event description:
It was reported that; surgical tech was trying to load the screw but it wouldn't attach. I asked her to show me the tip of the draw rod and that's when we discovered the tip was missing. Then just used one screwdriver instead of 2.

Event description:
It was reported that; surgical tech was trying to load the screw but it wouldn't attach. I asked her to show me the tip of the draw rod and that's when we discovered the tip was missing. Then just used one screwdriver instead of 2.